Event description:
It was reported that the patient experienced ineffective therapy with their drg system. It was also reported that the patient developed a bump where the ipg was located. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the drg system was explanted to address the issue. It is unknown which lead was not providing effective therapy.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7828128. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7828128. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7868049. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.